Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k)/PMA p070016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: tevar was scheduled to be conducted. However, minor type ib endoleaks occurred in zteg-2pt-38-152-pf. ((B)(4)). The physician decided to use the device esbe-36-77-t-pf for an additional treatment for the endoleaks. When he tried to remove the cap attached to the device tip of the device during preparation, it could not be taken off. He applied the force to remove it, but the position of the sheath shifted back and the part covered by the sheath became exposed. Then, he returned the sheath to its original position as to cover the exposed part again. However, the sheath tip got splinters. ((B)(4)). The same size of the complaint device was out of stock in the hospital, so the physician conducted ballooning again to complete the procedure. Patient outcome: endoleak ib is minor but remains. However, there are no serious problems about the patient outcomes.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: an 80-year-old male patient underwent tevar to treat a taa. A zteg-2pt-38-152-pf was implanted, however, minor type 1b endoleak occurred. The physician decided to use an esbe-36-77-t-pf to resolve the endoleak, but this failed (B)(4). Ballooning was conducted to complete the procedure. The minor endoleak remains, however, no serious problems regarding patient outcome are reported. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. No imaging, no information on the patient anatomy and no information on planning and sizing was provided. It has not been possible to establish a likely cause for this complaint, since only very limited information was given. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.